Event description:
Refer to MFR report # 3004209178-2011-03737. It was initially reported that the pt experienced no stimulation sensation when the left-side implantable neurostimulator (ins) was turned on. A new neurostimulator was implanted, but the pt was still unable to feel any stimulation. The pt's ins was turned off and, then, was not able to be turned on and would not communicate with the neuromodulation clinician programmer. It was later reported that the pt experienced a loss of therapeutic effect associated with the ins that was implanted in (B)(6) 2011. The pt turned up the stimulation to 6.9 volts and still did not feel any stimulation. The pt's left-side ins had not been charged since two weeks prior to the implantation of the pt's right side ins, in (B)(6) 2011. The ins was suspected to be overdischarged. There was no known related incident or accident reported. The pt's status was reported as "fair." The pt was, then, seen by the company rep on (B)(6) 2011. Reprogramming was performed and the pt was able to regain stimulation. It was not clear to which ins this reprogramming pertained. A couple of electrodes showed high impedance readings that were reprogrammed around. The pt's physician was to determine if a lead revision was necessary. The pt was to be seen by the company rep on (B)(6) 2011. It was reported on (B)(6) 2011 that one of the leads was showing high impedance. The pt had a f/u with the health care provider at which point a revision would be set. No info was provided related to the pt's outcome. Add'l info was requested but not available as of the date of this report. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).